Event description:
During routine testing of the device at the service catheter, the service technician reported that the printer cover was broken near the paper guide. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.